Event description:
Couldn't remove the tampon manually, had to go to the ER [foreign body in reproductive tract]. String pulled out of the tampon and I couldn't remove the tampon manually [complication of device removal]. Soreness vaginal area [vulvovaginal pain]. Strings pulled out of tampons [device breakage]. Case description: consumer contacted via phone and stated that the string pulled out of all of the tampons that she used. No serious injury was reported.

Manufacturer narrative:
17-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Couldn't remove the tampon manually, had to go to the ER [foreign body in reproductive tract] string pulled out of the tampon and I couldn't remove the tampon manually [complication of device removal]. Soreness vaginal area [vulvovaginal pain]. Strings pulled out of tampons [device breakage]. Consumer contacted via phone and stated that the string pulled out of all of the tampons that she used. No serious injury was reported.